Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished.

Event description:
Spacelabs received a service repair request for intermittent display and reboot for bedside monitor model 91369 while in use on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The integrated chip novram ds1646 component was not functioning; therefore, the component was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of a display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.